Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the patients nurse of an overfill. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 4, where 5066ml was drained. This drain is 220% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2300ml is 4140ml. Therefore, a reportable malfunction has occurred. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 4, where 5066ml was drained. This drain is 220% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2300ml is 4140ml. Follow up with the peritoneal dialysis nurse confirmed the patient was able to complete the treatment on the cycler. No treatments were reported missed. The nurse reported the patient had been dealing with constipation at the time of the event and it was likely a contributing factor to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.